Manufacturer narrative:
The customer¿s report of unregulated flow was not confirmed. Physical inspection of the device noted the pivot latch screw in the backed out position. Dried white residue was noted on the inner ail assembly cavity. No other issues or anomalies were observed. Review of the event logs showed pump module was programmed on (B)(6) 2016 at 5:10 pm. Thereafter, just under two minutes, the device was channeled off which ended the infusion. Programming details contained in the pcu logs were not available since the pcu or logs were not provided for this investigation. Rate accuracy testing was performed and there were no periods of unregulated flow. The root cause of the customer¿s report of unregulated flow was not identified.

Event description:
The customer reported that a primary infusion was programmed to infuse at 10 ml/hr with a vtbi of 240 ml. Two minutes after starting the infusion, unregulated flow of the primary fluid occurred. The IV set was clamped and the pump module was replaced. There was no report of patient harm.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion. Although may attempts made to the customer there is no other event details provided at this time.